Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 64-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage d shock. During support, the patient developed significant access site bleeding despite use of best practices for peel away sheath removal, forward tension sutures, and angle matching. The patient remained hemodynamically supported and survived to cp explant the following day. Subsequently, the patient was escalated to impella 5.5 support. Prior to escalation, the care team noted pink tinged urine, which had been first observed while the patient was still supported on the impella cp, indicating suspected hemolysis. Blood products were administered, and good pump positioning had been confirmed on imaging; however, the event did not resolve with cp removal. No anatomic cardiac abnormalities were reported, and there were no allegations of device malfunction. Based on the available information, the major bleeding observed during impella cp support is consistent with known vascular access¿related risks of large bore femoral cannulation rather than a device malfunction. The hemolysis identified prior to escalation to the impella 5.5 appears clinically associated with the patient¿s critical condition and physiologic response to mechanical circulatory support. The device functioned as intended throughout support, and the patient survived the initial impella cp explant and remained clinically managed on impella 5.5.

Manufacturer narrative:
B5 and h6 health effect - impact code was updated. Section d catalog number was corrected. Health effect - impact code f19, f2302, f1903, f2301 was removed. Access site adverse event (major bleed): the cause of the access site bleeding was not determined without returned product investigation and sufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
Corrected data: removed e0506, e0303 from h6. The investigation is still ongoing.

Event description:
The user facility reported a 64 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient experienced continued bleeding at the groin site during peel-away sheath removal.best-practice techniques for groin management, including forward tension sutures and angle matching, were utilized; however, bleeding persisted around the repositioning sheath. Blood products were administered. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.